Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported experiencing a bent cannula event on 25 apr 2026 which disrupted insulin delivery and resulted in high blood glucose and the elevated blood glucose was successfully managed by the patient through insulin delivery from the pump.